Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the position of the scope was torqued, and, as a result, deployment of the axios stent was very stiff. The stent was able to be fully deployed, but the distal flange of the stent was not correctly positioned in the cyst at the time of deployment. Consequently, the stent was fully deployed in the patient's stomach. The stent was removed from the patient with grasping forceps. The procedure was not completed as the physician did not have another axios stent and delivery system available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.